Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage was noted. When the package of the 2.50x16mm taxus liberte stent was opened, it was noted that there was some damage to the stent. The stent was "collapsed". There were problems when removing the device from it's packaging. The procedure was completed with a different device. Patient's status is listed as good with no complications reported.